Event description:
Review of the device's logs revealed that neonate was exposed to too high o2 concentration for an extended period of time. There was no patient harm reported. Manufacturer's ref. #: (B)(4).